Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. Device malfunction is not suspected. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.

Event description:
A blood clot was reported during a procedure where the nrg transseptal needle was used. The blood clot was observed on the nrg transeptal needle in the right atrium prior to transseptal puncture. The nrg transseptal needle was removed from the body and flushed. Additional heparin was administered and the procedure was completed successfully. As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.